Event description:
A patient underwent total abdominal hysterectomy, bilateral salpingo-oophorectomy, burch procedure, moschowitz procedure, and a&p colporrhaphy. 2 days post-op, the surgeon ordered for the jvac to be removed. The nurse attempted to remove the jvac but met resistance. Physician was notified. Urine drainage noted leaking around the jvac tube. Later, the physician arrived to use local anesthesia to remove the jvac. Jvac broke in two, leaving a portion to remain in the patient. Patient returned the following day for foreign body, drain removal. During the surgical procedure, the drain was grasped with an instrument and pulled out with some resistance. The piece was approximately 8cm in length. It seemed to be intact.